Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. Unknown, femoral component, unknown lot. G2: foreign - event occurred in australia. Complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial knee surgery on an unknown date. Subsequently the patient had a conversion from a unicompartmental knee to a total knee replacement due to anterior knee pain. No further information has been provided.